Manufacturer narrative:
(B)(4). The customer returned a radial artery catheterization device consisting of a guide wire advancer tube, a spring wire guide (swg), a catheter, and a needle. The device showed evidence of use. The device was returned with the guide wire protruding from the end of the needle bevel. The swg handle was approximately half way down the advancer tube. The exposed guide wire appeared to have multiple kinks. Microscopic examination confirmed that the exposed guide wire had multiple kinks and offset coils between 5-11mm from the distal tip. The distal weld was present and appeared full and spherical. Damage was also observed on the catheter tip which remained on the needle. The deformed material that was observed is consistent with damage that would occur as the catheter is advanced into the patient. The needle appeared typical with no anomalies. Other remarks: the needle and guide wire met all relevant dimensional specifications. The guide wire was able to be fully retracted into the needle, however, dried blood and guide wire damage prevented the guide wire from easily being advanced back and forth through the needle cannula. A manual tug test confirmed the distal weld was intact. A device history record (DHR) review was performed on the device including the guide wire and needle cannula and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit contains the warning not to withdraw the guide wire against the needle bevel to minimize the risk of possibly severing the guide wire. The report of a kinked guide wire was confirmed through examination of the returned sample. The catheterization device was returned with the guide wire advanced out of the needle bevel. The exposed guide wire had multiple kinks and offset coils adjacent to the distal weld. The needle and guide wire measured within specification for all relevant dimensional requirements. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the nature of the damage to the wire and the information reported, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that the artery was cannulated and an arterial flashback was noted. The customer decided to withdraw the whole unit, at which point the wire bent. The customer alleges that it is not their matter of practice to test the wire. No patient injury or consequence reported. There was no delay or interruption in treatment.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the artery was cannulated and an arterial flashback was noted. The customer decided to withdraw the whole unit, at which point the wire bent. The customer alleges that it is not their matter of practice to test the wire. No patient injury or consequence reported. There was no delay or interruption in treatment.